Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with a damaged door clamp; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with a door clamp issue was confirmed during product evaluation. This condition was caused by a missing door latch. The pump head door latch was installed to correct the reported condition.